Event description:
It was reported that there was an alert due to noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419388, lead implanted: (B)(6) 2008; 4068-45, lead implanted: (B)(6) 2003. (B)(4).